Event description:
It was reported that on (B)(6) 2013 a 2.0 mm drill bit that broke during surgery. The surgeon was performing an open reduction internal fixation of an elbow. As the surgeon was drilling, the drill hit a couple of screws and broke into the patient¿s bone. The surgeon could not retrieve the broken piece of the drill bit so it remains in the patient¿s bone. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received. A review of the device history records was performed and no complaint related issues were found. Placeholder.